Event description:
The lay user/patient called lifescan (lfs) on august 13, 2006, and alleged that her meter was powering off during use. The medical affairs specialist spoke to the patient on august 14, 2006 and obtained and verified the following information. The patient reported that she had not used the meter for 2 months, due to the meter issue of powering off during use. The patient takes a set amount of glyburide twice daily. For the past week, she stopped taking her glyburide because she has been vomitting and nauseous due to chemotherapy. On friday night, she began to feel clammy. She thought that she had low blood sugar, so she drank ensure and juice with sugar. She attempted to test on the meter, but it was still powering off during use. On saturday, she stated that she "did not even think of testing her blood glucose" because she was vomiting the whole day, again, she stated due to her chemotherapy. On sunday, she woke up and felt clammy and she stated that she thought she was low. She did not attempt to test, instead, her daughter drove her to the hospital, where her blood glucose was tested at 399 mg/dl. She was given IV fluids (no insulin), and retested and hour later and her result was 276 mg/dl. She was discharged at 4:00 p.m. The same day. The patient reported that she had not replaced the battery before and she has had the meter for several years. There was no meter trauma. This complaint is being reported, as the meter issue was not resolved; although, the patient stopped taking her glyburide, the patient was unable to test on the meter and was later found to be hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.